Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) university. D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist reviewed the case and validated that the issue was occurring across multiple stations. Verified the cce status and confirmed that there were no pending messages or processing delays. Checked message flow and confirmed that orders were successfully processed on the es server. Reviewed cfn applications logs and identified event ID 999 indicating an asp.net request validation exception caused by unsafe characters in the request path. Confirmed that this behavior was security-related and did not indicate data corruption. Coordinated with the customer and information technology (it) team, who confirmed that interface connectivity between epic and pyxis (via openlink) was stable. Continued monitoring and follow-ups were performed, after which the customer confirmed that the issue had been resolved on their end. The case was then closed with customer approval. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, medications (motrin 800 mg, 2 tablets and lasix injection) were not crossing over from epic to pyxis. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.